Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. The lead was explanted. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 10.4-11.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.